Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. After reviewing the log, rse confirmed that the ippc was the issue. Onsite visit, to resolve the problem, field service engineer (fse) replaced the ip clarity pc and reloaded ip pc software, recreated image store and return the part for analysis and showed that there was psu with no power. After replacement of the ip clarity pc and reloaded ip pc software, the system was restored to normal working order. The codes were updated based on the investigation outcome.